Event description:
It was reported that the tubing set separated at the engagement located just above the upper fitment during preparation to be used on a patient. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s report of the tubing set separated was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation from the outlet side of the tubing adaptor. No other abnormalities were observed. Functional testing was deemed unnecessary due to separation. Dimensional analysis performed found the tubing measured to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement between the tubing and the tubing adaptor outlet due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set separated at the engagement located just above the upper fitment during preparation to be used on a patient. The customer stated that there was no patient involvement.